Event description:
According to the available information, the doctor is disappointed with the tubing length of 24 pre-connect devices (tubing too long).

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: date is unknown.